Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were having issues with their 'box' (agent understood controller) since they got it and now it seemed to be happening more and more the past 2 weeks. Patient was not direct with event date. Patient stated this was a replacement controller for their last one, and when they go to charge the implanted neurostimulator, the controller kept not reading the machine internally (not making initial connection when starting charge session). Patient said they would have to reset the controller and even then it was still finicky. Patient also said it was taking forever to charge and the recharger cord that they lay on their stomach was getting hot. Patient service specialist asked, patient confirmed that the issues were happening off and on and that they told the representative about it; when they saw the representative they were to take the battery out of the controller to reset if it happened again. Patient then said the issues didn't happen for a little bit but then started happening more routinely probably about two weeks ago or so. Patient mentioned that sometimes the controller would say it was dead even though it was at 70% or 80% and asked them to charge controller to continue charging their implant. Patient confirmed that all of these issues were coming up when recharging the implant. The issue was not resolved. An email was sent to the repair department to replace the recharger. 2024-jun-30 e1 (rep): no new information.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial #: (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI #: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed a poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.